Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm while rewinding the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. He also stated he was able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with constant motor error during rewind due to motor encoder signal out of phase. Displacement test, basic occlusion test, prime test, excessive no delivery test, and occlusion test were not performed due to motor error alarm. The device had cracked reservoir tube lip and minor scratched lcd window.